Manufacturer narrative:
Device was returned to the MFR for repair; however, the eval was not complete at the time of this report. A f/u medwatch will be submitted when the eval is complete.

Event description:
It was reported that the surgeon secured the blade onto the zimmer air dermatome and set it at the lowest thickness setting possible, 2mm. The surgeon began applying the dermatome to the pt's left thigh to procure the skin graft, the handpiece instead procured a full thickness skin graft, that area had to be sutured closed. The dermatome was immediately removed from the field.